Event description:
The customer reported that during a laparoscopic procedure, a non-covidien reusable cord's plug caught on fire near the rubber strain relief valve which connects to the generator. The fire quickly put itself out. No patient or staff injury was reported. The unit was turned off and the cord was replaced. Procedure was completed without any complications using the same generator. The unit was tested by the site's biomedical engineer and found to function normally and within specifications.

Manufacturer narrative:
(B)(4). The incident unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.